Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen, contrast in the balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for two days to loosen the blood and contrast in the device. There was a pinhole 2mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortous and moderately calcified left circumflex artery. Following stentint, a 2.50mm x 12mm nc emerge was advanced for post-dilatation. However, during first inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that balloon rupture occured. The 80% stenosed target lesion was located in the moderately tortous and moderately calcified left circumflex artery. Following stentint, a 2.50mm x 12mm nc emerge was advanced for post-dilatation. However, during first inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported.